Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus issue. The stylus was not aligned with the cursor on the programmer screen. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. Analysis also noted that the floppy disk drive would intermittently not read from a disk. The floppy disk drive was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.